Event description:
The user facility reported that shuttling had occurred with the angio-seal device involved. The left femoral artery was punctured to insert an 8 french procedure sheath. After the percutaneous coronary intervention (pci) was completed, the angio-seal device was used for hemostasis. After a 0.035-inch guidewire was inserted and the procedure sheath was removed, the device/sheath assembly was withdrawn to position the anchor, the anchor was not positioned, and the device/sheath assembly was withdrawn together. As the anchor was slightly exposed from the tip, it was confirmed that shuttling occurred. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. There was no health damage to the patient. The blood loss was less than 250cc's. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 french. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel's diameter was 5 mm. The event occurred intra-operative. No equipment or other devices were used with the product involved.

Manufacturer narrative:
A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).